Event description:
Name of procedure being performed: bariatric surgery. Detailed description of event: [facility] arsenalera noticed the presence of a hair the moment the trocar was presented to him while he was assembling his surgical table. Open input, with hair inside. Product is available for return. Additional information was received via email on 24oct2023 from [name] [distributor]: no, the device did not come into contact with the patient. The case was completed with another device cts22. Photos have been provided. Patient status: na (before use). Type of intervention: na (before use).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: bariatric surgery. Detailed description of event: [facility]: [name]. Noticed the presence of a hair the moment the trocar was presented to him while he was assembling his surgical table. Open input, with hair inside. Product is available for return. Additional information was received via email on 24oct2023 from [name] [distributor]: no, the device did not come into contact with the patient. The case was completed with another device cts22. Photos have been provided. Patient status: na (before use). Type of intervention: na (before use).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process.